Event description:
ICU supervisor of the clinic reported the following: they tried to move up and down the foot end of the bed, but the mechanism was not responding. Furthermore, they also checked the mechanism of the head end, which was working properly. It was also reported that all the rest of the functions of the bed were working correctly.